Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed using the naked eye showed no evidence of fluid flow coming out at the distal end of the flow restrictor. Force prime was performed to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the root cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the crystallized drug could not be determined; however, the most probable cause is use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor "was not running". This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.